Event description:
It was reported that a peritoneal dialysis (pd) patient had pd catheter surgery three weeks ago (exact date not provided). Additional information was requested but to date, has not been provided. C-728526 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).